Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. While ongoing use, it was noted that the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications reported.